Manufacturer narrative:
Database review: a two year review of the complaint database showed there has never been a complaint for this list#.

Event description:
Complaint received regarding mtg. Kit reporting a crack at the location of the stopcock to syringe tubing junction. It leaked during flushing and there was retrograde blood flow into the patient tubing. No adverse patient consequences reported.

Manufacturer narrative:
Database review: a two year review of the complaint database showed there has never been a complaint for this list #.

Event description:
Complaint received regarding mtg. Kit reporting a crack at the location of the stopcock to syringe tubing junction. It leaked during flushing and there was retrograde blood flow into the patient tubing. No adverse patient consequences reported.